Event description:
It was reported that "piece of item was found in patient's lung. Patient had a successful bronchoscopy. Anesthesiologist confirmed after procedure lung was clear. This weekend pt came in for a lung "case", 2 days later had another bronchoscopy, and that is when the broken matter was found in the patient and removed without extra surgery or intervention."

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn (B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "piece of item was found in patient's lung. Patient had a successful bronchoscopy. Anesthesiologist confirmed after procedure lung was clear. This weekend pt came in for a lung "case", 2 days later had another bronchoscopy, and that is when the broken matter was found in the patient and removed without extra surgery or intervention."